Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that a cam02 (inter-cranial pressure and temperature monitor) demo product was used during congress. During the last congress, the monitor worked perfectly well on the first day. The second day, it was not possible to switch on the monitor. There was a message on the screen that indicated "error system: issue with sensor board. The system must be reviewed, contact technical service. E2046". The demo product was only used in congress. There was no contact with the pt. There was no pt injury or death alleged. The event did not increase surgery time.